Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a sharps container. The customer states that someone from (B)(4) cleaning services came to pick up the sharps container and one of the biopsy guns penetrated the wall of the container cutting him with the dirty needle.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.